Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was placed on an in-house system and was run in normal mode. The c-34 and c-00 errors were confirmed and replicated during testing.

Event description:
It was reported that during a da vinci-assisted subtotal gastrectomy surgical procedure, the integrated electrosurgical unit (iesu) reported error c-34, and the coagulation function was not working. Before calling intuitive surgical, inc. (Isi) technical support, the site had power cycled the iesu, replaced the cautery cord and grounding pad, but the issue was not resolved. The site used a third-party esu to continue with the case. The procedure was completing as planned with no reported injury. Isi performed follow-up and obtained the following additional/updated information: the procedure was completed with the third-party esu.